Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial# (B)(4),implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3708140, serial# (B)(4),implanted: (B)(6) 2015, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
The healthcare professional reported via the manufacturer representative that the lead tip was noted to be poking out of the skin at the end of the surgery. The patient was prepped again and draped again. The first lead was removed and another lead was placed. The lead placement was occipital. The issue was resolved at the time of the report. If additional information is received a follow-up report will be sent.